Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a heart catheterization and groin angiogram, an angio-seal was selected for use. Hemostasis was not achieved and manual compression was applied for five minutes. The pt's right groin was soft with no indication of hematoma, swelling or bleeding. Approx one month later, the pt has been having pain in the right groin. The pt has been followed by the physician on a fairly frequent basis and has been noted to have been decreasing pulses into her right foot. A MRI and an ultrasound were performed which shows 80% or greater stenosis and thrombus in her right groin. The pt was admitted to the hospital for physical evaluation and surgery was performed to remove the angio-seal. The pt's clot was approx 5-10 mm above the inferior epigastric vessels and the site of the puncture. Minimal inflammatory response was noted outside the vessel. Internally, there was approx 1.5 cm of very organized clot closely adhered to the wall. A localized endarterectomy was required to totally retrieve the clot and patch angioplasty was done. The pt has recovered and was discharged three days later. No additional info is available. No additional info is available.